Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 546 mg/dl and high ketones were present that were identified as dangerous and life threatening by health care provider (hcp). Cause was due to pump shutting down. Reportedly, customer went to the emergency room (ER) to address the high bg and high ketones and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and high ketones. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer reverted to an alternate method for insulin therapy.